Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify a15/e15 alarm due to blank display. Pump received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.